Event description:
A catheter occlusion located at the connector pin was reported. A dye study was done. The patient was scheduled for a pump replacement but had a failed cds (controlled drug screen) on (B)(6) 2013. However the patient did not report an increase in pain and therefore was scheduled for a pump replacement. During the case the implanting hcp was unable to aspirate the catheter. The hcp then trimmed off the 8575 catheter and was able to see flow of drug/csf, (he tried to flush fluid through the trimmed catheter and was unable to, it was assumed by the hcp that the catheter was occluded). The hcp connected the 8709 up to a new 8578sc and aspirated 2 ccs of drug/csf to clear the catheter. The new pump was prepped and connected to the catheter and the system was primed. The hcp decreased the dose from 15 mg/day of morphine to 3 mg/day of morphine. The hcp also gave a bolus of 2 mg of morphine. The patient was admitted post-op with a pca. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine and bupivacaine. Additional information later reported the hcp does a cds on all pump replacements and the patient was due for a pump replacement so a cds was performed. The pump was replaced to do normal eol, no allegations regarding the pump. The cause of the occlusion was unknown. It was reported the patient¿s pain was controlled and receiving effective therapy.

Event description:
Additional information received reported that there were no patient symptoms. The patient was reportedly doing well and receiving effective therapy.

Event description:
Additional information received reported the device had been explanted on (B)(6) 2014. It was noted the pump was replaced due to "battery depletion" (estimated eri was reported to occur in 1 month, logs showed eri to occur in 3 months). The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n100736, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: accessory; product ID 8709, lot# l72773, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).